Manufacturer narrative:
The device was not returned for evaluation. Imaging provided shows the rod appears to have slid post-operatively on the left side. An exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done to remove and replace the locking caps where the rod was backing out of the construct.